Event description:
Facility reported a gross rupture of a dialyzer on its 4th use. No blood was returned, ebl>100cc. Treatment was resumed with a new dialyzer without further incident. The sample was discarded by the clinic.